Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: according to the patient, the needles break off after the injection. They remained stuck in the body (thigh, belly). Removed it on his own. The patient is familiar with the handling of the pen needles. Unfortunately, the patient has just now complained about the pen needles.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: seventy six open 32g x 4mm pen needle samples were returned from lot. No. 8135647, cat. No.320561. Visual examination was carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 105 box de experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: according to the patient, the needles break off after the injection. They remained stuck in the body (thigh, belly). Removed it on his own. The patient is familiar with the handling of the pen needles. Unfortunately, the patient has just now complained about the pen needles.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: according to the patient, the needles break off after the injection. They remained stuck in the body (thigh, belly). Removed it on his own. The patient is familiar with the handling of the pen needles. Unfortunately, the patient has just now complained about the pen needles.